Event description:
During a coronary stent procedure, resistance was encountered while attempting to deliver the stent. The delivery/stent device was removed without incident. No patient injuries or complications were reported.